Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Lead device 2 of 2; reference MFR. Report#: 1627487-2018-09281. It was reported that patient was not experiencing right-sided stimulation during a programming session. X-ray revealed that the right lead had migrated. Patient was programmed for lett-sided coverage, but was still not getting effective pain relief on the right side. In turn, surgery may be pending to resolve this issue.

Event description:
Lead device 2 of 2 : reference MFR. Report#: 1627487-2018-09281 . It was reported the patient underwent surgical intervention wherein one lead was explanted and replaced. Reportedly, effective stimulation was restored following the procedure. Please note: it is unknown which lead was explanted and replaced. Therefore, both are being reported as explanted.